Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced infection at the abutment site. Subsequently, the patient underwent revision surgery (date not reported) in order to convert t the patient to a subcutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture.